Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have damaged lens, and a missing tamper seal. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported complaint was noted in the event history log: (B)(6) 2019 10:13:26 am system fault 41,622 occurred. Device underwent functional motor testing, confirming the reported customer complaint. The error code was a result of a cam flex circuit failure, which was then replaced. The problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave an error 41622. There was no patient involvement.